Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the suspension locked up and the user dislocated his shoulder. The exact usage conditions at the time remain unspecified. The user was admitted at emergency service just after the incident. Philips field service engineer (fse) visited the site, inspected the system including the ceiling suspension. Fse confirmed that ceiling suspension is working fine. Philips complaint handling team tried reaching out to the customer to gather information regarding the sequence of events that led to the alleged shoulder dislocation of the user (nurse). The customer communicated to the fse that the nurse is on medical leave. Several attempts were made to gather additional information without any success. The technician reported that user placed her hands in the center area when the cs began to move and then stopped abruptly. She further explained that she was moving the csm3 horizontally in the lateral direction by pulling the control handle. Suddenly, the suspension halted, during which her right shoulder became dislocated and subsequently relocated in the same motion, causing significant pain in the shoulder. The technician confirmed that she was later diagnosed with labrum lesions and shoulder instability, conditions that ultimately required surgical intervention. During the on-site evaluation, the fse confirmed no system malfunction. Multiple tests were performed under similar conditions, and no abnormal behavior was observed. Interviews conducted by the fse indicated no similar issues reported previously. The fse noted that, with the introduction of csm3, the redesigned control handle can be difficult to operate, as the central activation button requires precise perpendicular pressure for movement to unlock. The fse verified the injured individual's gender (female) and corrected the system identification, leading to a new case being created: the original servicemax case had been logged under the incorrect system. Digitaldiagnost c90 high performance, serial no. (B)(6). (Sn changed from (B)(6) to (B)(6)). The research &development (r&d) team completed the log file analysis for the correct system. No abnormalities or geometry-related errors were found for the reviewed timeframe. A health hazard evaluation and determination (hhed) was initiated to investigate the issue, and the outcome indicates that this issue is not related to product misidentification or clearance issue into a region in which it is distributed. In addition, as elaborated in the issue description, instructions for use (IFU) of digitialdiagnost c90 contains relevant instructions for the user on how to locate / activate the touch sensor on the control handle. So relevant information has been provided to the user. A health hazard evaluation (hhe) was initiated for this issue. The evaluation confirmed that the system performed within specification, with no malfunction identified during onsite assessment and no parts replaced during service. Follow-up confirmed that the user sustained a shoulder dislocation and relocation associated with severe pain, which required medical intervention. The identified issue involves improper activation of the capacitive touch sensor on the ceiling suspended tube head control handle, leading to unexpected brake engagement or no break release while attempting manual repositioning. It was confirmed that clinical users experienced shoulder injuries while attempting to move the tube head when the brake unexpectedly re engaged or was not released. Investigations found no device malfunction, with system performance consistent with specifications; the events were attributed to user interaction errors related to inconsistent activation of the capacitive touch sensor. Based on the information available and the testing conducted, the root cause for the event identified as user error. Ceiling suspension movement can stop while moving or cannot move when tube handle sensor is not pressed adequately. This touch sensor requires a specific capacitance change to activate. In situations where the user does not provide the required change, such as due to hand positioning on the sensor, may lead to unexpected brake engagement and potentially resulting in this type of injury. There is adequate information in the instruction for use operation for system component ceiling suspension csm3 section, which outlines how to use the component safely. The instructions for use for the digitaldiagnost c90 ceiling suspension csm3 provide adequate operational guidance, including correct hand positioning, activation method, and the requirement for trained use to ensure safe operation. Updated conclusion code. Updated evaluation results code. Updated evaluation method code.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the suspension locked up and the user dislocated his shoulder. The exact usage conditions at the time remain unspecified. The user was admitted at emergency service just after the incident. Philips field service engineer (fse) visited the site, inspected the system including the ceiling suspension. Fse confirmed that ceiling suspension is working fine. Philips complaint handling team tried reaching out to the customer to gather information regarding the sequence of events that led to the alleged shoulder dislocation of the user (nurse). The customer communicated to the fse that the nurse is on medical leave. Several attempts were made to gather additional information without any success. Additional clinical questions were addressed with the fse. The fse stated that there were no specific insights on how the reported injury occurred. The fse noted that, with the introduction of csm3, the redesigned control handle can be difficult to operate, as the central activation button requires precise perpendicular pressure for movement to unlock. The fse also indicated that the back cover complete has been replaced on several similar systems in the field due to movement-related issues. The fse suggested consulting tss or bu to confirm if this issue is seen more broadly. The r&d team completed the log file analysis for the correct system. No abnormalities or geometry-related errors were found for the reviewed timeframe. During the on-site evaluation, the fse confirmed no system malfunction. Multiple tests were performed under similar conditions, and no abnormal behavior was observed. Interviews conducted by the fse indicated no similar issues reported previously. The fse verified the injured individual's gender (female) and corrected the system identification, leading to a new case being created: the original servicemax case had been logged under the incorrect system. Digitaldiagnost c90 high performance, serial no. (B)(6). (Sn changed from (B)(6) to (B)(6)). Investigation is in-progress.

Event description:
It was reported that the suspension got stuck and the user dislocated his shoulder. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digital diagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the suspension locked up and the user dislocated his shoulder. No patient harm was reported, and the exact usage conditions at the time remain unspecified. Investigation is in-progress.